Manufacturer narrative:
The lot number of the sodium electrode is ehh96, with an expiration date of (B)(6) 2026. The lot number of the potassium electrode is epn52, with an expiration date of (B)(6) 2026. The lot number of the chloride electrode is eap55, with an expiration date of (B)(6) 2026. The field service engineer performed maintenance on the analyzer, including cleaning the ise area and removing salt from a wash station. Buildup on a vacuum nozzle was also cleaned. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for two patient samples tested on a cobas pro ise analytical unit. The customer provided data for one patient sample with discrepant sodium electrode, potassium electrode, and chloride electrode results. The sample initially resulted in the following values: sodium = 121.9 mmol/l potassium = 3.20 mmol/l chloride = 121.6 mmol/l the sample was repeated on a second analyzer, resulting in the following values: sodium = 140 mmol/l, 140.2 mmol/l, and 140.3 mmol/l potassium = 4.26 mmol/l and 4.26 mmol/l chloride = 103.5 mmol/l and 103.3 mmol/l the sodium value of 140 mmol/l, the potassium value of 4.26 mmol/l, and the chloride value of 103.5 mmol/l were deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The customer stated that the alarm trace did not show any relevant alarms. The investigation determined the service actions resolved the issue. The issue is consistent with a sample quality issue.